Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk; also the insulin pump had severely scratched display window; unable to perform the occlusion test, prime test, excessive no delivery test, self test or a21 error test due to a33 alarm. However, the insulin pump passed the displacement test and operating currents test. The insulin pump was received with cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer was priming the insulin pump and the piston did not stop moving. Customer's blood glucose level was not reported. The drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.